Manufacturer narrative:
Final analysis found the complete lead was returned in one piece measuring 46.1 cm. A cut was noted at 15.0 cm from the connector pin consistent with surgical damage. The lead was otherwise normal and found to be within specifications. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was report that the atrial lead had dislodged one day after the implant procedure on (B)(6) 2019. The lead was then explanted and replaced. The patient's condition remained stable post procedure.